Event description:
One touch delica lancets were redesigned and no longer cap well. I have to collect my used lancets then dispose of them in a sharps collection and I poked myself reaching into the compartment. The one touch verio flex case only has one compartment so I have to mix my unused and used/capped lancets together. In addition, the compartment is too loose and the lancets fall out all the time. FDA safety report ID # (B)(4).